Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Replacement charging supplies were sent to the customer to resolve the issue.